Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six months post deployment the patient presented for retrieval of the filter. A retrieval system with lasso was secured to the filter hook, but the inner sheath could not be advanced over the filter, and the filter became dislodged in the ivc. Numerous attempts were made with the lasso and a cone retrieval system and the procedure was terminated. Post venacavogram revealed the ivc filter to be in an infrarenal position, tilted with hook against the right ivc wall, legs extended into the right and left common iliac veins, with several legs bent and extending cephalad. No broken legs noted and no contrast extravasation. The ivc filter barbs project into the right and left common femoral veins and some of the barbs tips are extra luminal. Two days later a second attempt was made to retrieve the filter. A lasso system was advanced past the level of the filter, attempting to engage the hook of the filter and to loosen the hook from the vessel wall was unsuccessful. Via the right common femoral vein a balloon catheter was inflated for ivc realignment. The filter apex didn¿t align and during this attempt two of the left lateral legs of the ivc filter were directed superiorly. The filter was left in place. A follow-up cavagram revealed the ivc filter in the iliac confluence. Final venacavogram demonstrated the apex projecting out of the ivc wall, no extravasation noted. Despite several attempts the filter was unable to be retrieved. Approximately six months later, CT revealed there was an ivc filter which was retained at the level of the lower ivc in a transverse orientation with the legs and the cranial portion projecting outside the lumen of the ivc vessel unchanged. Therefore, the investigation can be confirmed for material deformation, perforation of the ivc, filter tilt, filter migration, and retrieval difficulties. Per the provided medical records, multiple unsuccessful attempts were made to retrieve the filter using lasso and a cone retrieval system. The filter was tilted with the hook against the ivc wall. Attempts were made to reposition the filter using a balloon catheter. Following these attempts, several legs of the ivc filter were bent, and additionally the filter migrated to the iliac confluence with the apex perforating the ivc. Per the current IFU (instructions for use), "remove the denali filter using an intravascular snare only." Additionally, "if misplacement, sub-optimal placement, or tilting of the filter occurs, consider immediate removal. Do not attempt to reposition the filter." Therefore, attempts to retrieve the filter using lasso and a cone retrieval system likely contributed to the filter tilt and bent limbs. Also, the attempt to reposition the filter using balloon catheter likely contributed to the additional alleged deficiencies. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: remove the denali filter using an intravascular snare only. Refer to the ¿optional procedure for filter removal¿ section for details. Precautions: if misplacement, sub-optimal placement, or tilting of the filter occurs, consider immediate removal. Do not attempt to reposition the filter. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b5,b6,b7,d4(expiry date : 09/2017),h6(device : 2616 & 4001),g4 h11: h6(method),h6(result),h6(conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post vena cava filter deployment (date unknown), the filter migrated caudally and some filter limbs bent. Reportedly, two scheduled retrieval procedures were unsuccessful and the filter remains implanted. There was no reported patient injury. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated caudally and had tilted with the filter embedded in the wall of the ivc. Furthermore, the patient allegedly experienced chest pains. The device has not been removed and was unable to be retrieved after two attempted but unsuccessful percutaneous removal procedures. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter tilted and struts perforated into organs. The device has not been removed after two attempted but unsuccessful removal procedure. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for the alleged filter migration, material deformation (bent limbs), and difficulties removing the filter as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - movement, migration or tilt of the filter are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Removal of denali filter using an intravascular snare: - note: always maintain tension on the snare to prevent disengagement of the snare loop from the filter snare hook.

Event description:
It was reported that sometime post vena cava filter deployment (date unknown), the filter migrated caudally and some filter limbs bent. Reportedly, two scheduled retrieval procedures were unsuccessful and the filter remains implanted. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Medical record review: a vena cava filter was deployed for a preoperative diagnosis of cirrhosis and deep vein thrombosis. The deployed filter was placed infrarenal via the right common femoral vein. Inferior venacavagram performed during filter deployment revealed the inferior vena cava to be patent with no thrombus present and a caval diameter of 25.5 mm. No contrast extravasation was noted. Approximately six months post deployment the patient presented for retrieval of the deployed ivc filter. Via the right internal jugular vein a retrieval system with lasso was secured to the filter hook, the inner sheath could not be advanced over the filter, the filter became dislodged in the ivc. Numerous attempts made with the lasso and a cone retrieval system failed, the procedure was terminated. Post venacavogram revealed the ivc filter to be in an infrarenal position, tilted with hook against the right ivc wall, legs extended into the right and left common iliac veins, with several legs bent and extending cephalad. No broken legs noted, no contrast extravasation. Two days later, a second attempt was made to retrieve the deployed ivc filter via the right internal jugular vein. A lasso system was advanced past the level of the filter, attempt to engage the hook of the filter and to loosen the hook from the vessel wall was unsuccessful. Via the right common femoral vein a balloon catheter was inflated for ivc realignment. The filter apex didn¿t align and during this attempt two of the left lateral legs of the ivc filter were directed superiorly. The filter was left in place. A follow-up cavagram revealed the ivc filter in the iliac confluence. Final venacavagram demonstrated the apex projecting out of the ivc wall, no extravasation noted. Despite several attempts the filter was unable to be retrieved. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately six months post deployment, multiple failed retrieval attempts were reported using cone retrieval system and lasso, resulting in dislodgement of the filter in the ivc. Post venacavogram revealed the ivc filter to be tilted with the hook against the right ivc wall, with several legs bent and extending cephalad. Two days later a second attempt was made to retrieve the filter. A lasso system was advanced past the level of the filter, attempting to engage the hook of the filter and to loosen the hook from the vessel wall was unsuccessful. A balloon catheter was inflated for ivc realignment. The filter apex didn¿t align and during this attempt two of the left lateral legs of the ivc filter were directed superiorly. The filter was left in place. A follow-up cavagram revealed the ivc filter in the iliac confluence. Final venacavagram demonstrated the apex projecting out of the ivc wall. Despite several attempts the filter was unable to be retrieved. Therefore, the investigation can be confirmed for bent limbs, perforation of the filter apex, filter tilt, filter migration, and retrieval difficulties. Per the provided medical records, multiple unsuccessful attempts were made to retrieve the filter using lasso and a cone retrieval system. The filter was tilted with the hook against the ivc wall. Attempts were made to reposition the filter using a balloon catheter. Following these attempts, several legs of the ivc filter were bent, and additionally the filter migrated to the iliac confluence with the apex perforating the ivc. Per the current IFU (instructions for use), "remove the denali filter using an intravascular snare only." Additionally, "if misplacement, sub-optimal placement, or tilting of the filter occurs, consider immediate removal. Do not attempt to reposition the filter." Therefore, attempts to retrieve the filter using lasso and a cone retrieval system likely contributed to the filter tilt and bent limbs. Also, the attempt to reposition the filter using balloon catheter likely contributed to the additional alleged deficiencies. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings: remove the denali filter using an intravascular snare only. Refer to the ¿optional. Procedure for filter removal¿ section for details. Precautions: if misplacement, sub-optimal placement, or tilting of the filter occurs, consider immediate removal. Do not attempt to reposition the filter. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b5, d4 (expiry date: 09/2017), g3, g4, h4 (08/2018), h6 (device: 2616, 4001).

Event description:
It was reported that sometime post vena cava filter deployment (date unknown), the filter migrated caudally and some filter limbs bent. Reportedly, two scheduled retrieval procedures were unsuccessful and the filter remains implanted. There was no reported patient injury. New information: it was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter migrated caudally and had tilted with the filter embedded in the wall of the ivc. Furthermore, the patient allegedly experienced chest pains. The device has not been removed and was unable to be retrieved after two attempted but unsuccessful percutaneous removal procedures. The current status of the patient is unknown.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that sometime post vena cava filter deployment (date unknown), the filter migrated caudally and some filter limbs bent. Reportedly, two scheduled retrieval procedures were unsuccessful and the filter remains implanted. There was no reported patient injury.